Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 12/26/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received inside the lens case. The lens was observed cut in two pieces with viscoelastic residue and particles. The lens was observed under microscope 10x magnifications. Scratches were observed in the two pieces of the lens. A crack was observed in one of the pieces. The haptics were observed positioned. The condition of the lens could be related to the removal process. The reported complaint was verified in the return sample, however due the condition of the lens received the complaint could not be related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zcb00 19.0 diopter intraocular lens (iol), the surgeon noticed a scratch on the iol. Therefore, the lens was removed and replaced with the same model and diopter lens. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no patient injury. No additional information was provided.